Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Implant was removed, but reason is unclear. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting this event from reportable to non-reportable after receiving additional information. Information received that implant was removed due to very poor positioning. This is not considered a complaint. Please disregard the initial report.